Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Device logs were reviewed and customer was advised to replace therapy pca and processor pca in consequence to eliminate the error. However customer did not respond to additional information request, the resolution and device status remains unknown. The reported issue could not be confirmed since no additional information was received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device doesn¿t pass the operation check showing system failure after replacing pca. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Customer replaced processor and therapy boards. Then the issue was resolved and device returned to clinical use. No further action at this time. If information is received the complaint file will be reopened. The therapy (printer circuit assembly (pca) (part number: 453564489061 with serial number, (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested in the testing fixture. With no problems found. The pca was inspected and found to be in good visual condition. Error logs were reviewed and found to have therapy failed to respond to reset. The pca powered up displaying errors for therapy system related issues. Voltage measurements indicated low or no voltage in the therapy supply circuit. Transformer t2 was found to have lifted pins so no solder connection. After the resoldering of the pins, the unit powered up normally and displayed all relevant waveforms. The unit passed all lab testing. The allegation was verified, no further actions re required at this time based on the information available and the testing conducted, the cause of the reported problem was lifted component leads with no solder connection. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device does not pass the operational check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.